Manufacturer narrative:
Pump was received with missing reservoir tube retainer, partially broken reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that ring on reservoir was broken but reservoir will lock in place. Customer¿s blood glucose was 116mg/dl at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.